Event description:
Customer reporting false positive sofia sars results received in the course of a month span and performing approximately 1000 tests. Customer had performed testing on both symptomatic and asymptomatic (off-label use at time of report) patients. Results were confirmed negative with pcr. Attempts made to gather more details but were unsuccessful. Additional mdrs to be filed for each event.

Manufacturer narrative:
Investigation summary: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: unable to determine. Source: phone.